Manufacturer narrative:
Event date/therapy date was sometime in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink access set was not allowing fluid to flow past the drip chamber during the infusion. It appeared as though there was access solvent blocking fluid from the bottom of the drip chamber. The check valve was inverted and tapped, the bag was squeezed. There was no patient injury or medical intervention associated with this event. No additional information is available.